Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10i30048 with no defects noted. The cause of the peritonitis was intestinal infection. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis with (B)(6), mental status changes and confusion in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer's husband reported that his wife experienced a kidney infection. The nurse reported the following information. The nurse reported that the patient's husband "most likely meant the kidney infection to be peritonitis". On an unreported date in (B)(6) 2011, the patient "went to the emergency room". On (B)(6) 2011, the patient experienced peritonitis. The nurse reported that the peritonitis was not fungal in origin, and that "per the doctor it was likely intestinal in origin". On an unreported date, the patient was treated with gentamycin ip, ceftazadime ip and bactrim po (doses and frequencies not reported). On (B)(6) 2011, the patient was hospitalized for mental status changes and confusion. The nurse reported the event of confusion was a reaction to the ceftazadime. On an unreported date, ceftazadime was discontinued. At the time of this report, the patient was still receiving gentamycin ip and was started on bactrim po. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient was recovering from the event of peritonitis and recovered from the events of confusion and mental status changes. Dianeal pd4 ambuflex therapy was ongoing. The nurse reported the peritonitis with (B)(6), mental status changes and confusion were unrelated to dianeal therapy. The nurse reported the event of confusion was related to ceftazadime, and did not provide a statement of causality for the events of peritonitis and mental status changes in relation to ceftazadime therapy.